Manufacturer narrative:
Batch files retrieved from galileo 10201: no errors were noted during plate processing. Sample (B)(6) reported reaction strengths of 9 and 18 at wells e2 and f2 on plate (B)(4). The final plate images indicated the wells visually appearing negative. The control wells for this plate reacted and displayed as expected. Positive control wells a1 and b1 reported reaction strengths of 99 each and displayed strong red cell adherence. Negative control wells c1 and d1 reported reaction strengths of 5 and 10 respectively and visually appeared negative. Repeat testing of the sample as ID: (B)(6) under plate (B)(4) reported reaction strengths of 8 and 53 in wells g4 and h 4 respectively. Well h4 displayed moderate red cell adherence. Tech support did not find an instrument related problem. A reagent related problem did not appear likely as testing using the same lots on galileo 10201 reacted as expected. A sample related problem can not be ruled out. A service call was made and instrument is working within specifications.

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-screen I and ii (crrs I and ii) on the galileo instrument serial number (B)(4). The sample was from a patient with a history of anti-kell. No adverse event occurred as a result of the unexpected negative results.